Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one user was unable to view the patient list across all stations. The user had recently transferred to the facility. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.